Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced system power manager (spm). The system was tested and verified as ready for use. Isi received the spm involved with this complaint and completed the evaluation. Failure analysis investigation replicated the reported complaint. The spm was installed and tested in the printed circuit assembly (pca) test system. Start-up failed, unable to power on the patient side cart (psc), spm can be heard clicking, and switching off/on repeatedly. The system power manager power (spmp) board had failed and needed to be replaced. A review of the site's complaint history does not show any additional complaints related to this product or event. A review of the site's system logs for the reported procedure date was conducted by the technical support engineer (tse) during troubleshooting with the customer. Investigation revealed the following possible related system errors: error 23 - a hardware fault in the wheel communication. Pointing to rear core fiber port (top port). Error 40084 - a communication link in isi core controller (icc) is down. Error 31243 - subsystem startup communication failed. The psc or surgeon side console (ssc) timed out after 10 seconds and failed to communicate with the core. The "gemstar who are you" failed: light seen but no wheel. Error 40068 - bad error response status: source location: pfi in psc universal controller card (ucc). Based on the information provided, this complaint is being reported due to the following conclusion: system unavailability after the start of a surgical procedure could lead to the procedure to be converted and may lead to an injury due to the patient¿s inability to tolerate a a procedure change. While there was no reported harm or injury to the patient as a result of this event, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted ureteral reimplantation surgical procedure, the customer received a non-recoverable error 252 on the system and contacted technical support for troubleshooting. The intuitive surgical, inc. (Isi) technical support engineer (tse) performed a log review which noted multiple communication errors on the system. The log review further noted communications pointing to the psc universal (unit) controller card (ucc) board. The tse asked the customer to check the status of the fiber and power light emitting diodes (leds). The customer noted that one of the fiber leds was red. For the power led statuses, the vision side cart (vsc) was blue, surgeon side console (ssc) was blue, and patient side cart (psc) was flashing blue/amber. The customer stated that they had previously attempted a power cycle prior to calling, with no resolution. The tse requested that the customer power off the system with a circuit breaker reset and emergency power off (epo). After the customer attempted that, the system initially powered on successfully and then failed with error 252 a few seconds later. The customer checked the fiber statuses and clarified that the fiber leds at the psc and the corresponding vsc core port were both red. The tse requested the customer power off the system with circuit breakers, epo, and then install a back-up fiber cable, but the issue persisted. The tse then suggested that the customer swap the psc for another one, if available. Another psc was connected and the system powered on successfully with no errors. The customer planned to continue the case robotically following an approximate 45-minute delay. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.